Event description:
It was reported that four days prior the report, the neurologist had the patient try program c to see if it would help with his voice quality. The patient felt it did not and he tried to increase the setting. The patient had an increase in tremors as well. The patient was not experiencing relief on program c, so he switched to a. The stimulation was set at 3.0 on program c, but when the patient switched to a, it was at 3.4. The patient experienced a sudden jolt and felt awful; according to his wife, his eyes were ¿fixed.¿ this significant feeling did not occur when the doctor switched the patient in office. The patient¿s tremors had improved since being on a, but his head was still ¿foggy.¿ no patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Follow-up with the patient revealed that he no longer had concerns with his device or therapy.

Manufacturer narrative:
Product ID 3387s-40, lot# va0706h, implanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# va0706h, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).